Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads, cracked display window, cracked reservoir tube window and cracked reservoir tube.

Event description:
It was reported via phone call by the customer's wife that the battery cap is broken off and is not working. The customer's wife stated the battery cap has been chipped for a while now, but now it broke off and came out. Customer mentioned cracks on screen, but it is readable. The customer's blood glucose was 41mg/dl. Advised customer to discontinue the use of the insulin pump and revert to back up plan.